Event description:
Boston scientific received information that the pacemaker and right atrial (ra) lead exhibited oversensing of noise resulting in atrial pacing inhibition. High out of range (oor) pacing lead impedance (pli) measurement of greater than 2000 ohms were also observed. A fracture was suspected. Subsequently a revision procedure was performed where the ra lead was abandoned surgically and was replaced successfully. The pacemaker remains in service with the new ra lead. No additional adverse patient effects were reported.

Event description:
Additional information was received that during the revision procedure the ra lead was tested with a pacing system analyzer (psa) and yielded the same high out of range impedance measurements.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.